Event description:
It was reported that a device was used during an unknown procedure. The device malfunctioned (no further info is available). Another device was used to complete the case. There was no consequence to the pt.